Event description:
It was reported via repair work order that the main power cord outer jacket was damaged with exposed wires. It was also reported that the auxiliary power cord was missing the ground pin. It was further reported that the fowler may have not lowered to the flat position as the head right fowler support arm was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.